Manufacturer narrative:
Insulin pump was received with high idle current due to voltage leak on c13 on ib. Device was received with corroded battery tube, cracked reservoir tube lip, scratched reservoir tube window and cracked case at display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery compartment corrosion on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump battery was corroded. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.